Event description:
It was reported that a malfunction occurred on the pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.